Event description:
Device 2 of 2 reference MFR. Report# 1627487-2019-01249. It was reported that during a trial procedure the patient experienced numbness in the right anterior thigh. Troubleshooting was done to attempt to resolve the issue. As a result, the leads were explanted on (B)(6) 2019. It was confirmed that the numbness has resolved.